Event description:
The customer reported that during a cardiac surgery procedure, the surgeon could not introduce the guide wire into the introducer of the cannula. No pt injury was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis ane resolution for the device described in this report. The device has been returned to the factory for eval. A preliminary investigation, which consisted of a visual inspection of the returned device determined that the lumen of the introducer of the cannula is partially blocked with glue, preventing the guidewire from being pushed through the introducer during the insertion process. A supplemental medwatch will be filed if add'l info becomes available. In (B)(4) 2012, maquet (B)(4) initiated a recall to remove specific batches of product from markets outside the united states. Please note that none of the affected lots were distributed within the united states. This customer is on the list of affected customers, and has been notified of the recall.